Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 98.18% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The battery indicator signifying that it is time for device replacement occurred after explant.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.